Event description:
Information received does not address the patient's clinical status but notes that during a routine follow-up, the device interrogated in back-up mode. The patient recently had a mammogram procedure. A download was initiated but the message "hardware back up" repeatedly flashed on the screen during the device imaging. When "start download" was selected, the download was unresponsive. Several more attempts revealed the message "operation failed".